Event description:
It was reported that the metal cannula in the arterial extension came out. The device never reached the pt. Another tray was opened and the insertion was completed without further difficulty.